Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm13.7 implantable collamer lens, -13.50/+1.0/x075 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, significant reduction of irido-corneal angles and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned in liquid in the lens container. Visual inspection found haptic broken and there was foreign material on lens surface specified as fibers. (B)(4).